Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0f0dr, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va0f0dr, ubd: 19-dec-2017, UDI # (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the ins was explanted because it was not working, but the lead wire still remained. Later on that day, a manufacture representative (rep) called in saying the hcp removed the ins a few years back, but a partial lead remains (this information conflicts with what the hcp reported). No further patient complications have been reported as a result of this event.